Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the device was used during a low pouch procedure. The device was placed on tissue and engaged tissue retaining pin. Telescoped the gun lower down into the pelvis. Opened and repositioned gun on a couple of occasions. When finally ready to fire, activated firing handle and cut as usual. Gun had not stapled tissue at all and there were unformed staples in the patient`s cavity. Another like device was used to complete the procedure. There was no adverse patient consequence. The device was discarded.